Manufacturer narrative:
The customer's complaint that the autopulse platform (sn: (B)(6) displayed a user advisory 19 (max applied load exceeded) message and prompted "pull up lifeband, check patient alignments, and press restart" was confirmed based on the archive data review but was not reproduced during the functional testing. No device malfunctions were observed during testing, and the platform functioned as intended. The archive data indicated the occurrence of ua19, confirming the complaint. Based on the archive review, there were multiple incidents in which the device stopped compressing due to ua 19. The max load sum indicated loads ranging from 357 to 392 lbs. Were applied during the incident. The likely root cause of the reported ua19 was the load plate detecting too much weight (>270 lbs./123kg) due to the patient's chest size and stiffness, or because the patient shifted during compression. The autopulse platform passed functional testing without any faults or errors. The brake gap inspection was performed, and the brake gap was verified to be within specification. A load cell characterization test was performed, confirming that both cell modules function within specification. The platform was tested using the lrtf until the battery was completely discharged, with no faults or errors detected. The autopulse platform functioned appropriately and performed as intended. Following service, the autopulse platform passed the run-in and final tests without fault or error.

Event description:
During training with the autopulse platform (sn (B)(6), after powering on and sizing the mannequin, the platform performed a few compressions. It stopped, displaying "pull up lifeband, check patient alignments, and press restart." The crew tried readjusting and repositioning the lifeband and the mannequin multiple times, but the issue continued. The video provided by the customer showed that the autopulse platform displayed a user advisory 19 (max applied load exceeded) message. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.